Manufacturer narrative:
After there was difficulty advancing the trufill dcs orbit (B)(4) through the middle section of a microcatheter, the coil was found stretched when withdrawn from the microcatheter out of the patient. The coil was changed to another one to complete the procedure with the same microcatheter. Prior to this coil, a cordis guidewire went through the microcatheter without difficulty. The location of the target site aneurysm and vessel characteristics is not known. A constant and dedicated flush was maintained at all times. The microcatheter was re-shaped with the shaping mandrel and steam. After removal, other than the reported event, no other damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (kink, bend, fracture, separated, etc) or microcatheter, and the coil was still attached to the delivery system. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. The hypotube was inspected and kinks were found on it. The introducer was received zipped with elongated/broken section in the proximal end of it. The support coil gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage. The embolic coil was still attached to the gripper and it was found stretched. The od from the delivery tube was measured and was found within specification. The gripper and the embolic coil were inspected under microscope, the gripper was found without damage while the embolic coil was found stretched. The introducer was inspected under microscope and the damages found on the visual analysis were confirmed (elongated / broken). The device was purged and after that it was inserted through a microcatheter prowler select lp (cordis lab sample) which was previously flushed. The device passes through the inner lumen of the microcatheter until the distal end without resistance; however some friction was experienced when the kinks passed through the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With functional testing the returned system was able to be advanced through a lab sample microcatheter; however, there was some friction related to the kinks in the delivery system. The reported stretching of the coil was confirmed. The cause of the stretched coil and the damages found on the returned device could not be conclusively determined. Neither the analysis nor the DHR indicate a relationship to the manufacturing process. Procedural and handling factors appear to have contributed to these damages. Additionally inspections are in place to prevent these types of failure leaving from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. The hypotube was inspected and kinks were found on it. The introducer was received zipped with elongated/broken section in the proximal end of it. The support coil gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage. The embolic coil was still attached to the gripper and it was found stretched. The od from the delivery tube was measured and was found within specification. The gripper and the embolic coil were inspected under microscope, the gripper was found without damage while the embolic coil was found stretched. The introducer was inspected under microscope and the damages found on the visual analysis were confirmed. (Elongated / broken). The device was purged and after that it was inserted through a microcatheter prowler select lp (cordis lab sample) which was previously flushed. The device passes through the inner lumen of the microcatheter until the distal end without resistance; however some friction was experienced when the kinks pass through the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil impeded in microcatheter" was not confirmed. The cause of the friction felt during the functional test was related to the kinks found in the hypotube. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The cause of the coil stretched and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; procedural and handling factors appear to have contributed to these damages. Additionally inspections are in place that prevents these kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 3 days of receipt.

Event description:
During the procedure, the physician found it was difficult to advance the coil through the middle of the microcatheter, then the physician withdrew the coil and found it was stretched. The coil was changed to another one to complete the procedure with the same microcatheter. Prior to this coil, a cordis guidewire went through the microcatheter. A constant and dedicated flush was maintained at all times. The microcatheter was re-shaped with the shaping mandrel and steam. After removal, other than the reported event, no other damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (kink, bend, fracture, separated, etc) or microcatheter, and the coil was still attached to the delivery system. The aneurysm size is 7.2mm*8.3mm.